Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Photo evaluation summary: upon visual evaluation of the image provided in the complaint, the gel mod-rnd 175cc breast implant was observed with no apparent damage or visual anomalies. Scar tissue was noted in the picture. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left capsular contracture; baker grade IV. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female patient underwent revision breast reconstruction surgery with a 175cc mentor memorygel breast implant on the left side, and with 350cc mentor memorygel breast implant on the right side and experienced bilateral capsular contracture; baker grade IV. Upon bilateral removal surgery on (B)(6) 2020, the right side breast implant was found to be ruptured. This medwatch report is for the patient¿s left-sided device.